Manufacturer narrative:
Upon device return, catheter analysis found a foreign material occlusion. Photos showed a partial occlusion. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) via representative regarding a patient in south africa who was receiving morphine 15 mg/ml at a dose of 14.035 mg/day via an implantable pump. The lot number and concomitant medications were not obtainable. On (B)(6) 2015 the patient reported headache and generalized pain and irritability. The patient also reported that an alarm was ringing from the pump. Interrogation noted that a motor stalled occurred and stopped pump period may exceed tube set was also present. It was unknown what led to this event. An attempt to give a bolus was unsuccessful and the patient was admitted to the hospital. It was unknown if surgical intervention occurred. At the time of the report the patient's status was reported as alive-no injury and it was also unknown if the issue was resolved. Additional information has been requested if the patient had been exposed to a magnetic resonance imaging (MRI) scan or electromagnetic interferences, resolution to the event, product status and return. On 2015-12-11 information was received from a representative that the pump was explanted, date not provided, and returned for analysis. Additional information was requested to clarify the explant date, procedure, and catheter involvement and the model/serial. On 2016-01-12 information was received from the representative who reported that the explant date was (B)(6) 2015. The patient had not been exposed to MRI or emi at the time of the stall. Reportedly there was no allegation towards the returned catheter. However, on fluoroscopy apparently there was a cyst towards the tip of the catheter. The patient was recovering well and had good pain relief at the present. Additional information was requested to clarify details of the reported cyst. On (B)(6) 2016 one representative provided that date of the fluoroscopy and cyst details and verification were yet to be confirmed with the physician. The motor stall occurred first and fluoroscopy then occurred. It was then further reported with the second representative who reportedly had at some point discussed the case with the physician that the patient never had a cyst. The patient¿s pump stalled on its own and would not start again. Fluoroscopy testing was then performed to check the pump. The doctor requested a catheter check as well. A catheter dye test was then also performed in which it was then found that the catheter was blocked. It was also provided that the blocked catheter was discovered when they did the pump test under x-ray. This was done about a week before the replacement surgery. The entire catheter and pump were replaced at the same time. Despite the request, the model and serial of the catheter were not provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.